Manufacturer narrative:
Investigator assessed that the previously reported stroke event is not related to the study device but possibly related to the antiplatelet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure resolute onyx des were used to treat the proximal, middle and distal rca and the right posterior descending artery (r-pda). Approximately 5 months post index procedure the patient suffered an acute cva.